Event description:
Patient diagnosed with strep pharyngitis after positive rapid strep test. Was treated with intramuscular benzathine penicillin g injection in the left thigh. Had persistent pain and eventual left knee effusion that prompted multiple follow up visits with the original diagnosing physician and eventually presentation to (B)(6) due to concern for septic joint. MRI evaluation and joint fluid aspiration revealed non-infectious process that was diagnosed as aseptic myonecrosis of the quadriceps muscles and left knee hemarthrosis. Patient was admitted for one day and received one day of IV antibiotics prior to determination of non-infectious etiology.